Event description:
During a recurrent right inguinal extraperitoneal laparoscopic hernia repair, a bladder tear was noticed. According to the urologist that was called in, the bladder on a pt was higher than normal, due to prior surgeries, and pt anatomy was the main factor for the injury. This report is filed because the general surgeon expressed concern. There was no device failure.